Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited possible oversensing on the left ventricular (lv) lead. Troubleshooting options were discussed. Currently, this product remain in service and no adverse patient effects were reported.